Manufacturer narrative:
The suspect transducer was returned to the MFR for evaluation. The reported problem could not be reproduced. The customer reports that the device has been functioning within specifications since the transducer was replaced. No conclusion can be drawn regarding the cause of the reported problem.

Event description:
The ventilator was connected to a pt. The ventilator would not hold peep. There was no pt injury.